Event description:
It was reported that the patient underwent partial knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to loosening. All components were removed and replaced with a total knee system.

Manufacturer narrative:
This follow-up report is being filed to remove "(B)(4)" from the manufacture's state and filed to relay additional information. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01977 & 02019). Product location unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur ue to loss of fixation, trauma, malalignment, bone resorbtion, excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01977 & 02019).